Event description:
The pt's chart indicates that the pt presented to an ophthalmologist in 2008 with redness, pain and photophobia in the left eye (os). The pt reported having been seen and treated for a corneal ulcer os in eight days prior. The pt had returned to contact lens wear for one day prior to presenting to the ophthalmologist. The pt had not been seen for follow up by her primary eye care professional before returning to contact lens wear. Chart indicates "4+ edema and a 1.2mm by 1.8mm central ulcer os. Va os 20/40 with correction. The pt was treated with zymar and tobramycin drops q1/2 hr. Follow up 5/31/08: decreased pain and photophobia, but still irritated and red os. Va 20/40 with correction. Follow up the next day: os isn't as red; didn't need to take pain killers. Va 20/30 with correction. Possible rce. Alternate zymar and tobramycin gtts every 30 minutes, ciloxan qhs. Follow up the following day: pt reports no pain or photophobia. Va 20/20 with correction, 4+ edema corneal ulcer better. Possible rce (recurrent corneal erosion)/corneal dystrophy." Per the ophthalmologist's office the pt did not return for final follow up visit. The product in question was discarded and not available for return. All MDR events were reviewed in quarterly mgmt review meetings. No additional info is expected to be received.

Manufacturer narrative:
Device labeling use or reuse. No conclusion can be drawn.